Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Result of investigation: the carefusion factory service department examined the user interface module (uim) and the uim freezing up was not duplicated. The calibration of the screen was found to be done improperly so this may have been improperly interpreted by the customer as a screen freeze. Screen calibration was performed and the device operated properly to service specifications. This reported issue will be tracked and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is freezing up. The customer reported no patient involvement associated with this event.